Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedances as well as a "sudden jump" in one measurement. Pocket manipulation and isometrics were negative for noise, and capture thresholds were stable. The lead remains in use. No patient co mplications have been reported as a result ofthis event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg) (B)(6) 2008; 4592 implantable pacing lead (B)(6) 2008. (B)(4).